Event description:
It was reported that the customer was unable to upload to carelink. Troubleshooting occured. Customer's blood glucose level was unknown.advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Insulin pump was unable to download using carelink pro due to spanish software anomaly alarm in insulin pump history screen. Spanish software anomaly alarm due to corrupted history file. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.